Event description:
This report summarizes 8 malfunction events, where it was reported that the brakes cannot be engaged or the brakes are difficult to engage/disengage. There was no patient involvement.

Manufacturer narrative:
Upon inspection of one of the devices it was determined the device experienced the brake/steer pedal is inoperable (must use alternate pedal) issue, which is not reportable. Additionally, upon inspection of one of the devices, it was determined the device was not experiencing the issues captured in pr# (B)(4), and instead, was experiencing reduced/inadequate brake force.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 10 malfunction events, where it was reported that the brakes cannot be engaged or the brakes are difficult to engage/disengage. There was no patient involvement.